Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from switzerland by our edwards lifesciences affiliates, it was a case of an implant of a 29mm sapien 3 ultra resilia valve in aortic position by left-transfemoral approach. During the procedure, the access site was pre-dilated with an 8mm balloon, as it was narrow and calcified. Then, the 16fr esheath+ was inserted at the desired location. However, some force was required to advance the delivery system with the valve through esheath+, and the valve became stuck 10 - 15 cm within the sheath. An x-ray confirmed deformation of the valve, and it protruded outside the esheath+. To avoid vascular complications, the valve was removed together with the esheath+; and it was observed that the valve disrupted the esheath+ approximately 2cm length. Consequently, the system was discarded. A new esheath+, 29mm valve, and delivery system were prepared. The new esheath+ was successfully placed, the valve was advanced without issues through the esheath+. The valve was implanted at the desired position without issue. The patient did not suffer any injury and was in a stable condition. As reported, the root cause of these events was calcification and tortuosity of access vessel.